Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 10.80 ng/l. This result was reported outside of the laboratory. The customer selected this patient sample for repeat testing as part of their maintenance protocol. The sample was repeated 3 times with results of 79.60 ng/l, 72.40 ng/l, and 69.60 ng/l. The sample was poured off, re-spun, and repeated with a result of 9.46 ng/l. The customer was not sure which results from the original sample were correct. A second sample was obtained from the patient, and the result was 7.9 pg/ml.

Manufacturer narrative:
Qc was acceptable. The alarm trace data from 04-jun-2025 showed several sample quality related alarms. No maintenance issues were identified. Pictures of the instrument show some dusty surfaces. No preanalytical issues were identified. The sample foam detection (sfd) images do not indicate a sample quality issue. The investigation determined the event was consistent with a sample quality issue, as the customer received 3 questionable high results, and after centrifugation, a correct lower result was received. The investigation did not identify a product problem.